Event description:
Patients' representative reported "implant rupture". Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patients' representative reported "implant rupture". Device has been explanted and replaced with a non-allergan device. This relates to the right side

Event description:
Patients' representative reported right side "implant rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's representative reported right side "implant rupture". Patient's representative additionally reported "separation of the inner implant capsule and definite linguine sign, especially in the lower sections of the implant, indicating material fatigue, as well as an intracapsular implant rupture in the posterior sections of the right implant and a few unremarkable lymph nodes measuring a few millimeters, the largest reactive lymph node on the right has a short axis diameter of 6 mm." Device has been explanted and replaced with a non-allergan device.